Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV.

Event description:
Patient reported left side rupture. Patient later reported capsular contracture, baker grade IV. Healthcare professional confirmed capsular contracture baker grade iii/IV. Healthcare professional later reported any creases. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Crease / folding of implant: observed, fold creases. As per the investigation procedure one opening assessed as surgical damage and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Patient later reported capsular contracture, baker grade IV. Healthcare professional confirmed capsular contracture baker grade iii/IV. Healthcare professional later reported any creases. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Patient later reported capsular contracture, baker grade IV. Healthcare professional confirmed capsular contracture baker grade iii/IV. Healthcare professional later reported any creases. Device was explanted.